Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a loss of connection and hyperglycemic event occurred. The patient's grandmother stated the patient experienced a hyperglycemic event while the dexcom had signal loss. She stated the patient presented symptoms of dehydration and high level of ketones in her blood and urine and was vomiting. She stated the patient had a blood glucose reading of 29 mmol/l and was hospitalized from (B)(6) 2018. While in the hospital, the patient was treated with insulin. At the time of contact, the patient was doing fine. Data was provided for evaluation. The reported issue was not confirmed. The root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.